Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized and due to high and low blood glucose on (B)(6) 2019. The customer¿s blood glucose level was 300 mg/dl, 400 mg/dl, 200 mg/dl, 30 mg/dl, 32 mg/dl, 36 mg/dl and 529 mg/dl. The customer was treated with bolus and intravenous and juice and a sandwich. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.